Manufacturer narrative:
Concomitant medical products: product ID: 9735999, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the system's solid state drive (ssd) was replaced and the system's software was downgraded from 1.3 to 1.2. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The ssd was returned to the manufacturer for analysis. The returned ssd was tested and found not be configured to a system type and the ip address would not be issued until the ssd was configured. Once ip address was issued, scans from a planning station were pushed over and transferred at a normal rate (unable to transfer from imaging system). The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after the acquisition of the 3d spin, it was taking a long time for the spin to transfer to the navigation system. This was a general complaint with no patient present. This delay only occurs with this one system. Other systems were tested by the local representative (fse) and did not exhibit this behavior. The imaging system was set to auto-sense for transfer speed and transferred normally with one of the navigation systems (serial number (B)(4)). It transferred in 30 seconds for this system. For the other navigation system (serial number (B)(4)), it took 70 seconds to transfer a standard spin. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that the slow transfer issue followed the ssd of this system. This system was on os 1.0.5 while the other was on os 2.0. Merged info: (B)(4).

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.